Event description:
A report was received that during a revision procedure it was found out the patients lead tails were frayed. The patient was uneventful.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg and lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that during a revision procedure it was noted that the paddle lead tails were frayed. The physician was unable to repair the lead and therefore the patient will be sent to a neurosurgeon for repair.

Manufacturer narrative:
Additional information was received that it was unknown if the missing contact from the lead was removed in the patients body.

Event description:
A report was received that during a revision procedure it was noted that the paddle lead tails were frayed. The physician was unable to repair the lead and therefore the patient will be sent to a neurosurgeon for repair.

Manufacturer narrative:
Sc-8120-50 sn (B)(4) device evaluation indicated that the complaint was confirmed. The artisan surgical lead was returned with severe damage. The shield/insulation was frayed, and all cables were exposed near the paddle tail. It appears that the lead was exposed to excessive tensile force and it resulted in cable/lead body damage. All cables were fractured in various locations. Additionally, electrodes # 7 and 8 were dislodged from the paddle. Electrode #7 was not returned.

Event description:
A report was received that during a revision procedure it was noted that the paddle lead tails were frayed. The physician was unable to repair the lead and therefore the patient will be sent to a neurosurgeon for repair.

Manufacturer narrative:
Correction to initial MDR in field describe event or problem.

Event description:
A report was received that during a revision procedure it was noted that the paddle lead tails were frayed. The physician was unable to repair the lead and therefore the patient will be sent to a neurosurgeon for repair.